Manufacturer narrative:
Coopersurgical inc is currently investigating the stated complaint. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed by coopersurgical inc a follow up report will be filed. (B)(4).

Event description:
A patient was seen in the hospital's emergency department with complaints of severe abdominal pain. After assessing the patient, it was determined that the patient had a koh-cup inside of her. The patient reported that she had undergone a hysterectomy procedure in (B)(6) of 2013 at the same hospital.